Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. It was reported that the pt was conscious and riding his motorcycle at the time of the event. The lifevest detected an arrhythmia at 16:26:06. The pt's ECG strips show motion artifact. The lifevest delivered a defibrillation shock at 16:26:42. The post-shock rhythm was motion artifact with sinus rhythm. The response buttons were not pressed during the event. The pt did not seek medical attention and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention following the event and continues to wear the lifevest. Device eval of monitor sn (B)(4) is complete. Upon investigation, the monitor was found to be fully functional and able to detect and treat a pt. Electrode belt sn (B)(4) has not yet been returned to the distributor. Device eval was accomplished through a review of the pt's downloaded data file review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4) - 04/2014 (reuse); electrode belt sn (B)(4) - 05/2012 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), included the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdra_docs/pdf/p010030b.pdf